Manufacturer narrative:
Scale system out of calibration.

Event description:
It was reported by service report that the bed scale was giving an incorrect reading. No pt involvement or adverse consequences are reported.